Event description:
During a coronary stent procedure, the stent dislodged. A 3.0x15 maverick monorail balloon was used to predilate the highly calcified lesion located in the highly tortuous mid rca. A zuma2 fr4 guide catheter was not seating and the 3.5x16 express2 catheter flipped outwards. Once the 3.5x16 express2 catheter was back into the guide catheter, it was noted that the stent had dislodged. The physician was unable to locate the stent and it remains in the pt.